Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent birth control. It was reported that on an unspecified date, hsg was done. On an unspecified date, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. In (B)(6) 2014, hysterectomy and bilateral salpingectomy were done as a definitive solution to the symptoms that she has been suffering. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. About 5 years later, she underwent a hysterectomy and bilateral salpingectomy. The event is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and pelvic pain ('pelvic pains') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("increased bleeding during menstruation"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("pain : pelvic/abdominal"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, back pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: result : bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : new events added : "abdominal pain ". Reporter contact information was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformant data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and pelvic pain ('pelvic pains') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("increased bleeding during menstruation/ menorrhagia (heavy bleeding menstrual bleeding)"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("pain: pelvic/abdominal"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full)/operative laparoscopy, bilateral salpingectomies with removal of essure coils.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, back pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details:(B)(6) 2014 (discrepancy noted) per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: result : bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and pelvic pain ('pelvic pains') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("increased bleeding during menstruation/ menorrhagia (heavy bleeding menstrual bleeding)"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("pain: pelvic/abdominal"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full)/operative laparoscopy, bilateral salpingectomies with removal of essure coils.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, back pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details: (B)(6) 2014 (discrepancy noted) per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: result : bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. About 5 years later, she underwent a hysterectomy and bilateral salpingectomy. The event is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "malposition of essure device" (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("increased bleeding during menstruation"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received : new event, " malposition of essure device, abnormal bleeding (vaginal), back pain, hip pain" were added. Reporter contact information was added. Patient's demographics were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.